Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist to stop treatment. In the letter the dentist stated that #19 is fractured with large o composite core sensitive to air, a full coverage crown is needed. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.